Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. The 3.0x15 mm nc trek balloon was inflated 3 times and was fully deflated without issue. The balloon catheter met resistance with an asahi guide wire during retraction; however, was able to be removed. No adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4):with the provided information, we could not identify whether or not there was any trouble with the guidewire itself, the cause of and the causality of subject guidewire with the reported event. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Investigation of the production record could not be performed as no lot information was available.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimation the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc trek otw referenced is being filed under a separate medwatch report. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.